Event description:
The user facility reported that when the guidewire was examined after withdrawal following a procedure, a section of the guidewire's polyurethane coating was noted to be "missing". Reportedly, the previously placed stent was removed, the detached material was retrieved, and another stent was then put in place. The procedure was completed successfully and the patient condition was listed as "fine".

Manufacturer narrative:
The involved device was not returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by user facility and manufacturing quality records. Follow-up communication with the user indicated that the laser used during the procedure was "left on the guidewire too long" and may have caused the observed damage to the guidewire. Although the cause cannot be determined based upon the limited information available, the event description is consistent with damage to the guidewire and/or the polyurethane coating due to improper use with another device (such as, manipulation of the guidewire through a metal instrument with a sharp surface or being hit by a laser). A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." And, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been forwarded to the manufacturing facility for tracking, trending, and follow up.